Event description:
Reports on bacterial contamination from other institutions in this system led to submission of microbiologic studies of equipment and patients. These studies grew ralstnia pickettii from patient.